Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead previously exhibited lead noise dating back to 2017 leading to inappropriate mode switching episodes. The patient was asymptomatic due to lead noise. No intervention was performed. The patient would continue to be monitored.